Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer had low blood glucose level. The customer's blood glucose was 50 mg/dl. It was also reported that product was not adhering. The insulin pump will not be returned and sensor will be returned for the analysis.